Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that during a myosure for uterine tissue removal procedure on (B)(6) 2014, the physician had "very little visualization" and the fluid deficit started to increase. The physician then performed a laparoscopy and identified a "perforation located on the fundal anterior". The perforation was stitched and the patient was admitted for observation. No intervention was required due to the fluid deficit. The patient was discharged on (B)(6) 2014 and is "doing well". On (B)(6) 2014, it was reported the "increase in fluid deficit was noted along with improvement of visualization at which time it was the perforation was found" the physician "then performed a laparoscopy which confirmed the uterine perforation in addition to a bowel injury requiring resection and re-anastomosis. The patient was admitted to the hospital post-operatively and was discharged after 5 days. She is currently doing well".